Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was unable to be verified due to the received condition of the device. The device was found out of specification in relation to the reported low flow rate and found to be caused by the pressure plate travel. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump infused low. There was no patient involvement. No additional information is available.